Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly and was unable to communicate with the merlin@home transmitter. The patient was brought into clinic for further troubleshooting. The device exhibited a wireless telemetry anomaly. Telemetry was successfully established through the inductive wand. The patient would continue to be monitored.

Event description:
New information noted that the patient presented in clinic for follow-up. After firmware download and device programming, radio frequency - rf telemetry was reestablished. The patient was paired with new rf transmitter and sent home.